Event description:
Residnet physician stated he felt resistance when pulling guidewire out after insertion of quinton catheter. Guidewire broke when retreived - x-ray showed 8 cm piece of wire in patient's right subclavian vein. Patient transferred to another facility for removal of wire with satisfactory results and no adverse effects at this time. Transfer due topossible need for transfusion of blood, which patient refused to consent to for religious reasons. Catheter and piece of wire which had been retreived have been retained for investigation. Manufacturer has been notifiedinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.